Manufacturer narrative:
MDR decision updated to reportable malfunction. Additional information shows that there is no information to reasonably suggest that the device in this report may have caused or contributed to a death or serious injury. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the healthcare provider (hcp). The hcp stated that the new batteries put in was due to normal battery depletion. The hcp was unable to provide information regarding which device was shutting off on its own, however, stated this might be due to patient error. The hcp stated that the device has been interrogated, exams have been performed, x-rays have been taken and no device issue was found. The hcp also stated that no lead issues have persisted across ins replacement. The hcp was unable to provide information regarding communication difficulty. The hcp states that no removal or replacement is planned. No further complications were reported.

Event description:
Additional information was received from the patient. They reported that they were having trouble with their stimulator. They had been telling their doctor and the manufacturer representative for about three years now. They were in a car accident where they were waiting to make a turn and were rear-ended by a truck going 55 miles per hour. Their stimulator had not been working right since. They went to see their doctor and the manufacturer representative arrived. They told them what was going on and they checked it and kept telling the patient everything was working correctly. The patient stated it was not. They had trouble finding the machine with the phone. It would take about ten times of doing it. They turned it off and then back on and it would work for about 15 minutes and then shut off again. If they went to the store, their metal detectors shocked them so badly, they screamed at times and shut their machine off. They had new batteries put in (evidence reasonably suggested this was in reference to their ins replacement), and were told the machine was fine, but it was not. They stated it was in their body and they knew how it felt and needed help. They noted that when they saw the surgeon, the manufacturer representative would come in and the doctor would leave. It was the manufacturer representative telling them that it was all working right when it was not. They were staring to keep a log of when it worked and did not work.

Manufacturer narrative:
Continuation of d10: product ID: 3889-28, lot# va0tdgy, implanted: (B)(6) 2015, product type: lead, h6: due to imdrf harmonization, some previously submitted device, patient, method, result, and conclusion codes related to this event may have been updated. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information from the patient on (B)(6) reported the steps taken to resolve the zapping and the little piece of the implantable neurostimulator (ins) that was moving around in the pocket were their healthcare professional (hcp) contacted them to go for x-rays. There were no further complications that have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with an implantable neuro stimulator (ins) for fecal incontinence/sacral nerve stim and gastrointestinal/ pelvic floor it was reported that patient had a car accident on (B)(6) 2017 early evening and was discharged from the emergency room on (B)(6) 2017. Patient also reported that the ins was zapping her like crazy but then it stopped. Patient also stated that they felt "a little piece of the ins" was moving around in the pocket on (B)(6)2017. No further complications were noted or anticipated.